Event description:
Report received from the USA stating that the device had low power. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The reported complaint that the device had low power was confirmed. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).